Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on the s1 lead. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced along with elective replacement of the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.